Manufacturer narrative:
Product event summary: the rf (radio frequency) head passed functional testing. A device was interrogated and telemetry remained constant even as the cable was moved back and forth. The rf head cable was found with slit in it exposing the braided wire. It is noted the rubber portion of the rf head label is missing.

Event description:
It was reported the rf (radio frequency) head malfunctioned from sterile processing and pacer clinic. No additional information was obtained through follow up. The rf head was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.